Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a35. Customer's blood glucose was 68 mg/dl. The customer was assisted in performing displacement test. Customer was able to rewind but right away it alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and stained end cap sticker.